Event description:
It was reported that the unit does not function as intended. Further, the buttons intermittently get stuck when depressed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.